Manufacturer narrative:
On (B)(4) 2014, customer technical support (hotline) directed the customer to flush the j2 ise (ion selective electrode) drain valve. The customer flushed the valve and removed an obstruction; no further overflow was observed and the customer was able to calibrate the ise analytes successfully. The operator continued to use the instrument with no further reports of ise overflow or ise chemistry related problems to the hotline. Identified failure mode: the failure mode is a valve j2 obstruction. No erroneous test results were associated with this event. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The instrument was not draining at the ise (ion selective electrode) drain. The operator wore gloves, eye protection and a lab coat while operating the instrument. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.